Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - (B)(6) g.1 - reporting office contact - (B)(6) g.1 - manufacturing site contact - (B)(6) h.6 - imdrf annex f code- f26 h.6 investigation summary: based on the investigation results, the reported issue of higher-than-expected lymphocyte counts on patient samples was confirmed. The potential cause of the issue was determined to be deteriorated optical filters and pmts on the bv786 and bv711 parameters. The fse performed a series of part replacements and troubleshooting techniques and replacing the optical filters & pmts ultimately resolved the reported issue. No one was harmed or injured, and this issue did not impact patient diagnosis or treatment. Review of the DHR confirmed that the instrument met all the manufacturing specifications prior to release. A return sample was not requested for evaluation as the complaint was confirmed through other elements of the investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd facslyric¿ that there were erroneous results. The following information was provided by the initial reporter: when I opened the case, the costumer had not told me about a patient sample that had a lymphocyte count out of their tolerance ranges from the count done by the cell counter. The reported problem was that the count was often very close to the maximum tolerance value, but never exceeded, only the next day I was told that for one sample the value had been exceeded, so in the patients sample check list so I entered that there were erroneous results, I didn¿t update the case and the wo is fa status. For information, no results were used for a diagnosis.

Event description:
It was reported that while using the bd facslyric¿ that there were erroneous results. The following information was provided by the initial reporter: when I opened the case, the costumer had not told me about a patient sample that had a lymphocyte count out of their tolerance ranges from the count done by the cell counter. The reported problem was that the count was often very close to the maximum tolerance value, but never exceeded, only the next day I was told that for one sample the value had been exceeded, so in the patients sample check list so I entered that there were erroneous results, I didn¿t update the case and the wo is fa status. For information, no results were used for a diagnosis.

Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.